Event description:
It was reported that the patient was not able to inflate his inflatable penile prosthesis (ipp). The physician decided to replace only the pump. The patient had a good outcome without further complications.

Manufacturer narrative:
Investigation summary it was reported that that the ipp presented inflation issues. The reported allegation was confirmed through product analysis as the pump failed the activations test. Device history record (DHR) review a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis the ipp momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Investigation conclusion based on device evaluation, a conclusion code of cause traced to component failure was assigned to this investigation, because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient was not able to inflate his inflatable penile prosthesis (ipp). The physician decided to replace only the pump. The patient had a good outcome without further complications.